Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error three times. The customer went back to her backup plan. Customer's blood glucose level was 400 mg/dl. The customer cleared the alarm but received it again two other times. The customer was unable to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm or delivery anomaly was noted. The pump functioned properly. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked reservoir tube and a cracked reservoir tube lip.